Event description:
The facility reported a pump with swollen batteries. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp representative.